Manufacturer narrative:
(B)(4). This issue was previously reported under medwatch number 0001822565-2016-03702. UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface found that its dovetail feature is flared out and exhibits heavy gouging in the distal surface. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. It was reported that the surgical technique was used to implement the articular surface. Flaring out of the dovetail feature occurs upon removal of the articular surface from the tibial component. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the articular surface would not seat into position during a knee arthroplasty.